Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. Evaluation confirmed the identified symptom of door not fully latch alarm as door jammed messages within the history log. Evaluation found the force required to close the door to be above expected levels, which can contribute to the observed symptom. The door hooks and latch pins were replaced to correct this condition.

Event description:
During baxter's evaluation it was found that a spectrum pump experienced a door not fully latched alarm. There was no patient involvement.